Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). The complaint for peritonitis: no malfunction or user error was identified. The problem cannot be confirmed due to no user error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of mild temperature, mild abdominal pain and cloudy bag in a patient coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient experienced signs of peritonitis as evidenced by mild temperature, mild abdominal pain and cloudy bag. It was not reported if the patient required hospitalization,or if remedial therapy was rendered. The nurse considered the events as medically significant. It was unknown if extraneal viaflex therapy was ongoing or if the outcome for the events of mild temperature, mild abdominal pain and cloudy bag had resolved. The nurse did not provide an assessment of causality for the events of mild temperature, mild abdominal pain and cloudy bag and the relationship with extraneal viaflex therapy.